Manufacturer narrative:
.

Event description:
The customer stated, that error messages were displayed on the stockert generator. At a later date (date unk), after completion of a different procedure, the customer noticed a pt's skin burn. Add'l details are not yet available and attempts have been made to retrieve info from the facility.